Manufacturer narrative:
D10: 300-01-13 - eq humeral stem primary, press fit 13mm: 5411675 320-42-00 - equinoxe reverse 42mm humeral liner +0: 5281877 320-10-00 - eq reverse tray adapter plate tray +0: 5445985 320-01-42 - equinoxe reverse 42mm glenosphere: 5462828 320-15-01 - eq rev glenoid plate: 5431794 320-15-05 - eq rev locking screw: 5421378 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent an initial right rtsa. Subsequently, the patient dislocated their shoulder while attempting to lift a folding chair. As a result, the patient underwent a closed reduction with heavy sedation and was placed in a sling with activity modification approximately 1 month after initial surgery. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 . MDR section codes updated/corrected: a, b, c, d, e. The cause of the patient¿s shoulder dislocation reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.